Event description:
X-ray technician moved x-ray table out of way to position pt. X-ray technician's right ring finger was caught on x-ray table requiring stitches and removal of half of the fingernail.